Event description:
Pt alleged that device did not give pt insulin because they had high blood glucose. While troubleshooting problem, it was revealed that the infusion set was broken and leaking. During the time when pt's blood glucose levels were high, the pt did take several insulin boluses (amount not specified) to attempt to bring their blood glucose down.